Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and tactile examination of the catheter revealed peeled coating at several areas on the catheter shaft located 77.5cm, 80.2cm, 81cm, 86.5cm and 88cm from the proximal end. No kinks were found on the catheter shaft. A 0.0184" mandrel was advanced through the hub and out the distal end of the catheter with no restriction. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the continuous flush directions in the dfu were not followed ("it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens"). (B)(4)

Manufacturer narrative:
Patient age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration treatment procedure, catheter coating damage was noted. The target lesion was located in the non-tortuous gastric vein. This 150/20/1tip renegade microcatheter was advanced through another manufacturers' 5f 100cm catheter without issue and five non-bsc coils were deployed. The renegade catheter was removed to perform angiography; however, resistance was encountered withdrawing through the non-bsc 5f 100cm catheter. After the renegade catheter was removed, it was noted that the coating was peeled. Coating had not detached from the catheter and nothing was left inside the patient. The procedure was completed with another renegade catheter. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that intermittent flush with saline containing heparin was maintained between the renegade catheter and the non-bsc 5f 100cm catheter during the procedure. There was no resistance experienced when a 0.016" guide wire was inserted through the renegade catheter. A 0.035" guide wire was used with the non-bsc 5f 100cm catheter. It was noted that the renegade shaft was bent after removal.